Event description:
The caller reported that the cuff of the pt's tracheostomy tube had deflated and the ventilator alarmed. The tracheostomy tube was removed, and the pt was re cannulated with an unspecified tracheostomy tube. The used tracheostomy tube was discarded and the lot number is unk.